Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that this patient had at least one instance of post-paced t-wave oversensing. No inappropriate therapies were delivered relating to the oversensing. Programming changes were made. The patient was stable before, during and after the programming changes.